Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified forearm. A 6.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. During the first dilatation, the balloon ruptured at 20 atms and the lesion was not dilated sufficiently. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.